Manufacturer narrative:
The reported complaint of the quattro catheter (lot# 90098) leak was confirmed. A bonding leak was observed at proximal end of medial 2 balloon during functional pressure leak test. Probable causes for the reported complaint can be a latent defect in the bond. Visual examination of the returned catheter was performed and found the catheter shaft was kinked at proximal end of medial 1 balloon. No other physical damage to the catheter. Observed blood residue on the balloons, distal and proximal luered tubing. Functional leak test of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance, except distal and proximal port were clogged with blood. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at proximal end of medial 2 balloon, thus confirming customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for a catheter with lot number 90098.

Manufacturer narrative:
The quattro catheter (lot # 86006) was returned to zoll on 16 may 2019 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
Approximately 10 minutes of ivtm therapy, the thermogard console displayed an air trap alarm, the user observed saline bag was empty. Following this, the quattro catheter was replaced and the console error message was cleared and continued with the ivtm therapy. No patient consequence was reported.